Event description:
It was reported that a patient underwent a psf/tlif at l5-s1 and the peek spacer fractured during insertion. The implant was retreived with no complications to the patient.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.